Event description:
The customer was hospitalized for high bgs. The customer was vomiting. It was mentioned that the doctor is uncertain why the customer was vomiting yellow substance and it could be an infection. The customer was having several tests. Two days later, the nurse called back and stated that the customer has been running high bgs since pt was admitted to the hosp. The customer was connected to the pump, troubleshooting was performed. The programming on the pump was accurate. However, the time on the pump was incorrect. The bolus history showed several boluses, and the alarm history revealed an alarm.